Manufacturer narrative:
(B)(4). B. Braun medical, inc is submitting a single report on behalf of b. Braun (B)(4) (manufacturer), and (B)(4) (importer). (B)(4). The facility has indicated that the pump will not be returned however, the pump logs will be available for eval. The investigation is on-going at this time. A f/u report will be submitted when the results of the log review become available.

Event description:
(B)(4).